Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit has a defective internal and external battery. Service tech revealed internal batteries did not fully charge and the external batteries did not even show status. Replaced internal batteries and they fully charged. Replaced external batteries they now show status light. Performed ovp (operational verification procedure) and uvt (user verification tests) all tested ok according to factory specs. All batteries charged fully. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical a burnt smell on avea ventilator while on patient. The customer confirmed that there was no patient harm associated with the reported event.